Event description:
Healthcare professional reported "manual deflation and exchange from textured to smooth devices due to the patient's concern with the product". This record is for the right side. Device was explanted. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b3, b5, d9, h3, h6.

Event description:
Healthcare professional reported right side "manual deflation" and exchange from textured to smooth devices due to the patient's concern with the product. Healthcare professional additionally reported right side "needle deflation". Upon review of the information by abbvie medical safety, it has been determined that the intentional deflation of the right side implant is not a complaint against the device.